Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product had a system revision due to infection and erosion. The patient has four implantable leads, two are capped/abandoned and two are in use. One of the abandoned leads eroded through the skin causing an infection. The physician elected to cut the infected lead and administer antibiotics. This product remains in service. There were no additional adverse effects reported.